Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, a doppler ultrasound of bilateral extremities showed negative for deep venous thrombosis and an inferior vena cava filter was seen. Approximately twelve years and two months later, computed tomography (CT) revealed that there was an inferior vena cava filter in infra renal position, with struts extended beyond the inferior vena cava wall. On the same day, an ultrasound venous duplex bilateral showed no evidence of deep venous thrombosis of the bilateral lower extremity veins. After two days, a bard recovery filter was found to be malposition in situ, with numerous tines penetrated through the caval wall. An attempt was made to retrieve the filter, but unsuccessful. Approximately one week and two days later, computed tomography (CT) revealed that an inferior vena cava filter overlay the right side of the l2 and l3 vertebra. Approximately two weeks and two days later, the patient reported to the medical center with right lower quadrant pain and inferior vena cava filter evaluation. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that there was an inferior vena cava filter present. Therefore, the investigation is confirmed for filter malposition, retrieval difficulties and perforation of the inferior vena cava (ivc).based on the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6(method,result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complications. Approximately twelve years and three months post filter deployment, a computed tomography (CT) abdomen and pelvis with contrast revealed that the filter was malpositioned and filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced right lower quadrant pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complications. Approximately twelve years and three months post filter deployment, a computed tomography (CT) abdomen and pelvis with contrast revealed that the filter was malpositioned and filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced right lower quadrant pain; however, the current status of the patient is unknown.